Event description:
The customer reported having problems with back ground picture images on the tango optimo. The customer reported that she was running multiple type and screen samples and all of the results were fine except the last three patients. The customer states the background has turned white and is not a blue green color as normal. These three patient samples also had bubbles in the images. The last three patients of an unknown number of requested patients (assay absd3) have been processed without coombs reagent being added. This number equals nine cavities, hence involvement of two individual strips. Investigation by the customer revealed that there was an entry in the event log list saying that ahg was empty, but the results were not flagged. Our field service engineer found the instrument working properly. The level detection board was replaced preventively. There is no further indication for any instrument malfunctions. Since the amount of coombs reagent that is aspirated usually suffices for eight cavities (= one strip), we can conclude that the aspiration completely failed twice in a row. Together with the information that the reagent vial was qualified to be empty by the system and supported by the fact that the issue is not existent when applying vials with higher volume level, this strongly suggests a suboptimal teaching of the z-max position of the right pipettor of the instrument in question.

Manufacturer narrative:
This is our combined initial and final report on this incident.